Event description:
It was reported that a malfunction occurred and was identified by malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance with resetting the pump, and the customer was informed they could continue using the pump with instructions to call back if the issue recurs. No additional incidents occurred after the reset.